Manufacturer narrative:
Insulin pump received in a critical alarm pump error 24 notification screen and pump error 130 alarm loop at bootup due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test or verify unexpected batter power loss alarms due to pump error 24 and 130 alarm loop. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and unexpected battery power loss. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.